Manufacturer narrative:
The autopulse platform in the complaint was returned to zoll on 31 may 2023 for evaluation. However, the investigation is still in progress. A supplemental report will be filed when the investigation has been completed.

Event description:
The autopulse platform (sn (B)(6)) was attempted to be used to resuscitate a patient in cardiac arrest. The crew realized that they didn't have the autopulse shoulder restraint. Nevertheless, they decided to deploy the autopulse platform on the patient, but the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. Therefore, the crew didn't use the platform and performed manual CPR. No consequences or impacts on the patient. Back at the station, the customer tested the platform with a manikin. But the issue persisted. Also, the customer had a staff member lay on the platform to test the device, but the ua07 remained.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cell #2, likely attributed to failed components, or mishandling such as a drop. Visual inspection of the returned autopulse platform showed no physical damage. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on and around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. Load cell characterization test results revealed that load cell # 2 was over-reporting, and it was replaced to remedy the fault. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).